Manufacturer narrative:
(B)(4). D10. Unknown allotfit cup item# unknown lot# unknown. G2. Report source: netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial hip procedure when the wrong size head was implanted. The size head did not fit the size insert. A revision of the total hip prosthesis took place one day later, where the correct size was placed. Due diligence is in process and to date no additional information on the reported event has been provided.

Event description:
Upon receipt of additional information and reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information and reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported under MFR number (B)(4).